Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this left bundle branch (lbb) lead was an attempted lead due to placement difficulty. This lead is still implanted however surgically abandoned. It is plugged into the atrial port of the device and programmed to vvi. A different lead was successfully implanted and remains in service. No additional adverse patient effects were reported.